Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient reiterated they had total knee surgery on dec 9th and turned stim off for surgery. Patient turned stim back on the next day and ever since then they have had to wear a diaper. Patient said prior to knee replacement they would wear a pad but seldom did it get totally soaked. Patient said they have been miserable and it turned their lives upside down. The patient called back because they stated they were having trouble with the email address that they provided to patient services the other day when the physician listings were sent and requested another email with the listings be sent to a different email address. Patient stated they were "still in a quandary about things" so they were hoping they could locate a physician who could help assess the situation. Patient services sent the patient another email and closed case again. Patient called back and repeated therapy issues and stated that two different physicians have tried to contact the local medtronic representative to schedule reprogramming appointment however states, no one has been able to get a hold of the representative. Email was sent to representative with request to follow up with the patient and physician. Patient said saw hcp right before new year's eve and there was an intern there that connected to patient's implant and tried all of the different programs and did find one in which patient said felt pricking sensation. Patient said believes the intern said that maybe something is broken however patient doesn't believe any diagnostics were run at that time. Reviewed support services available to healthcare providers. Patient said after knee surgery, medtronic representative said to leave the setting at 3. Patient again repeated therapy issues, said that during the day when awake, patient can go to the bathroom, goes every 1.5 hours as doesn't want to wait before it becomes too late. Patient said at night when sleeping, has difficulty making it to the bathroom, said that it just drains. Patient said had a clean diaper on last night and did make it twice to the bathroom. Reviewed therapy information and general programming guidance. When asked, patient hasn't made any adjustments themselves since last their last appointment. With instruction patient connected and stated currently on program 4 at 5.7. With instruction patient switched to a different program and started at a lower setting. Patient to monitor symptoms for 1-2 days and make slight increases to the setting based on results. Reviewed recommendation for patient to keep track of adjustments and results. Patient was redirected to follow up with hcp's office to have doctor confirm whether or not they will be the new managing physician for patient's implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had total knee surgery on december 9th and they turned off their device for the surgery and the next day, december 10th, they turned it back on for them so they could go home with therapy back on. The patient said they did not know if it was turned on the right way or to the right level but after a while they felt like it needed to be up because they were still totally incontinent with their urine; they had been wearing diapers and it did not help them at all. The patient said they had spoken with a manufacturer representative (rep) and asked to speak to another rep. Interstim therapy optimization information and control equipment general use/function were reviewed with the patient and the patient was offered assistance to sync and confirm therapy was on. The patient successfully synced and increased on their current program, and confirmed the sensation was comfortable. The patient was still interested in speaking with a rep. An email was sent to the field for visibility. The patient was redirected to call back if they needed further assistance.

Event description:
Additional information was received from the patient. They reported that the patient stated that since changing the program it has help , but they are still not where they would like to be ( in regards to symptom relief). The caller stated that that have been waking six-sevens times in the middle of the night. The caller stated that they were currently on program 5 and were needing assistance adjusting the stimulation. Pss assisted the caller with increasing the stimulation to 1.4. The caller mentioned that they did not start having the problem of incontinence until (B)(6) 2024 when they had their knee replacement. Pss reviewed that they need to call the hcp office to make an appointment, so they could further assist. They stated the follow-up hcp that is listed on record has agreed to be their follow-up hcp again and that the stimulator would wake them up too many times in the night. Patient stated they couldn't live like that and they would "get all tired out" and couldn't get a good sleep. Patient wanted to speak with previous agent who helped them in the past in making a change; however, the previous agent was not available at the time of the call. Patient services reviewed they could have their follow-up hcp page a rep to meet with them in the office if they wanted specific instruction but still offered to assist the patient in making a change if they wished.patent called and said that symptoms did get better, however, not consistently; some night was still up three times and two of the times was wet completely. Patient said last night they didn't get to sleep until 2 am however, they still tracked their symptoms. Reviewed expectations and importance of knowing their overall level of improvement since receiving the implant. Patient said she has a follow-up appointment with the pa on (B)(6) 2025. Patient said that didn't have to wear diapers before but now wears diapers. During the call, the patient connected to implant and increased the setting to 1.6 on program 5. Patient to monitor symptoms. The caller called back and requested to speak with the previous agent. Noted that the previous agent was unavailable. The caller wanted to share that 1.6 was too high and they were totally soaking their diaper, so they took it back down to 1.3 and that made a difference. The caller is still on the same program. The device was turned off before their knee replacement, and when it was turned on, it was not working correctly. Now they have to wear diaper constantly to catch bladder leakage. Before when they had an MRI, it was turned off and when they turned it back on, it was fine. Leaking has been going on since (B)(6) 2024. And it has not resolved

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the qualified person of medtronic did not get back to them to help them with the problem of incontinence and therapy not being on the right way or right level. Which they had not experienced before [illegible] to work on the setting of the interstim. They were going to have an appointment with hcp in manistee and also rep will finally be there on feb 10 to give me help with the problem. The issue was not yet resolved, this was not taken care of in a timely manner.